Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot# va2xlge, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: model 978b128, serial/lot #: (B)(6), ubd: 2025-10-31, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that cause was not determined but that the most likely caused or contributed to this issue that the ns was not been turned off before surgery. The physician tried several remote controls, but none could find the implant. The patient was taken back to the operating room, the neuromodulator ins was removed and the electrode connected to an external stimulator resolving issue. The device will be returned.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the surgeon changed the electrode (following an electrode migration). Postoperatively, the patient complained of a sharp pain (it seems that the ins had not been turned off before surgery). When the surgeon tried to communicate with the ins to switch it off with the patient's remote control, the remote control could not find the implant. The surgeon used 2 other remote controls to try to communicate with the implant, but it could not be found. It was a revision surgery. The patient had been implanted with an ins neuromodulation system since (B)(6) 2024, but since early september, the system had been ineffective because the electrode had moved. As the patient was experiencing severe pain from the stimulation, the surgeon tried to switch off the neuromodulator using the remote control, but the remote control couldn't find the implant. The surgeon tried several remote controls, but none c ould find the implant. The patient was taken back to the operating room, the neuromodulator ins was removed and the electrode connected to an external stimulator. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2xlge); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned ins serial# (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.